Event description:
The pt was implanted with an scs system including an ipg and percutaneous leads on (B) (6) 2009. It was reported on (B) (6) 2009 that the pt sensed that the stimulation was different. It was determined that one of the leads had migrated from spinal segments t8-t9 to l1. The physician explanted the leads on (B) (6) 2009 and replaced them with a paddle lead. The explanted devices were discarded and not returned to ans for eval. Follow up on the pt found no further lead migration issues have been reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.